Event description:
It was reported insulin was squirting out of the customer's insulin pump. It was also reported the customer had a compromised force sensor system alarm. Customer's blood glucose was 234 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).